Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided.

Event description:
Lezcano, e., gomez-esteban, j.c., tijero, b., bilbao, g., lambarri, I., rodriguez, o., villoria, r., dolado, a., berganzo, k., molano, a., ruiz de gopegui, e., pomposo, I., gabilondo, I., zarranz, j.j. Long-term impact on quality of life of subthalamic nucleus stimulation in parkinson's disease. Journal of neurology. 2016. Doi:10.1007/s00415-016-8077-4. Summary: long-term impact of bilateral subthalamic nucleus deep brain stimulation (stn-dbs) on health-related quality of life (hrqol) and associated factors in patients with parkinson's isease (pd) are not clear. Preoperative hrqol and short-term postoperative changes in off-medication motor status may predict long-term hrqol in pd following stn-dbs. Reported events: one (B)(6) male patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) presumably committed suicide. The patient's medical history was significant for a 12 year history of pd at the time of surgery, known and well-controlled preoperative impulse control disorder and minor depressive symptoms. The patient had been lost to follow-up after the latest neurological assessment one year after surgery, when a clear improvement in motor function was observed; although severe dysarthria, mild dysphagia, and gait instability persisted. Due to occasional occurrence of compulsive sexuality and shopping, the rotigotine dose was adjusted at this one-year follow-up visit. The patient was found dead due to probable drowning in his swimming pool two years after stn-dbs surgery.

Manufacturer narrative:
Corrected information: sex .